Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no damage. Event history log confirmed a primary audible alarm occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a corroded speaker. The speaker was replaced and alarm loudness level set to 2. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm message for system failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B5 - describe event or problem, d4 - primary UDI number, and h6. Health effects codes: updated. Additional information was received informing there was no patient involvement and no patient harm/adverse event reported.

Event description:
Additional information was received informing there was no patient involvement and no patient harm/adverse event reported.